Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling cartridges with 300 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.